Manufacturer narrative:
Patient death has been reported under related manufacturer report number 2916596-2023-00887. Manufacturer's investigation conclusion: the reported event of a driveline disconnection was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 18 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 23:27:11, the driveline was disconnected, and the pump speed dropped to 0 rpm. At this time, the patient was connected to battery power. The battery power was seen to deplete and a no external power alarm activated on (B)(6)2023 at 12:57:32. The backup battery provided power to the system during this event. There were no other notable events active in the log file. Additional provided information communicated on 08feb2023 stated that it was suspected that the patient disconnection his perc lead. The device operated as intended. The root cause for the reported event was conclusively determined to be due to the patient disconnecting his driveline per the provided additional information. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii patient handbook section 3 entitled ¿living with the heartmate ii¿ states that ¿if the driveline disconnects from the system controller, the pump will stop¿. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, power cable disconnect, and driveline disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been found expired at home with their driveline disconnected from the system controller. It seemed that the patient had disconnected their own driveline.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient had been found expired at home with their system controller disconnected from their driveline. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. Related MFR# 2916596-2023-00887.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.